Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery and high blood glucose. The customer's blood glucose was 400mg/dl at the time of call. Trouble shooting was performed and advised to disconnect, remove reservoir and run manual prime. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. Advised to reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. Advised the insulin pump is working as designed. It was found that most likely a connection issues caused the lack of insulin delivery. The insulin pump will not be returned for analysis.